Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons do not activate) was confirmed. Upon evaluation, the rear response button cover was missing and the contacts were corroded. The cause of the inability to activate the monitor were the corroded contacts. The root cause of the corroded contacts is liquid ingress of an unknown contaminant. Lifevest patient training materials have been updated as a reminder not to expose lifevest electronic components to liquid. No adverse events occurred from the defective monitor.

Event description:
A us distributor reported that a patient's response buttons were not activating the monitor.